Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
After a preventive maintenance by the manufacturer, the next surgery performed by the dermatome fail to do the right thickness of the skin graft. According to the doctor, he put the dermatome to get 0.01 inches, and the skin graft thickness was way over that size, thus causing injury to the patient. (The graft was taken from the patients thigh and was 17 cm approx.). The doctor tried a second time by graduating the thickness of the graft and the same problem happen. The dermatome was tested, and it was confirmed that the bar that limits the thickness of the graft was way behind to the position its supposed to be at 0,01. While trying to graduate the thickness with the lever on the left side, it keep showing that bar was not on the right position.

Manufacturer narrative:
Integra has completed their internal investigation on september 14, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the hand piece was found in good working condition and passed the function test ( .12 ) all internal hand piece assemblies passed inspection. Head assembly was found out of calibration on the cap and bushing side. Major impact mark found on the gauge bar, the impact was hard enough to break the nickel plating and likely knocked the calibration out of tolerance. DHR review; no abnormalities related to reported incident found. Complaints history; no manufacturing or design related trend has been identified. Conclusion: hand piece was found in good working condition. Head assembly is out of calibration on both the cap and bushing side. Major impact damage found on the gauge bar likely the reason for the calibration issue. Mishandling.